Manufacturer narrative:
Information was received via the attached journal article: mark clayer md, "the survivorship of protrusio cages for metastatic disease involving the acetabulum". Clin orthop relat res (2010) 468:2980-2984.

Event description:
It was reported in a journal article that an unknown number of patients experienced dislocation on an unknown date. No further information is available

Manufacturer narrative:
No device or photo was provided therefore the condition of the component is unknown. Device history records cannot be reviewed since the part and lot numbers are unknown. The reported devices are used for the treatment. Complaint history search cannot be reviewed since the part and lot numbers are unknown. Compatibility cannot be checked due to insufficient information. Medical records were not provided. Relevant medical history and adherence to rehabilitation protocol are unknown. A definite root cause cannot be determined with the information provided.